Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed no visible physical damage. The event history log showed ¿system fault 46,011¿ occurred. Functional testing could not verify the error code ¿41786¿ during investigation; however, the device was displaying ¿46011¿ error code alarm message on power up. The root cause was determined to be a faulty mpu board. The mpu board was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited error code 41786. The fault occurred during testing. There was no patient involvement and no patient harm.